Event description:
It was reported that probably about 2 weeks after the patient had their dbs system implanted, the patient noticed that they felt a little shock/jolt in their chest where the implanted wires connected to the implantable neurostimulator (ins) battery. The patient also described it as a "little bit of a pinch." The jolt/shock/pinch does not happen all the time, but they do feel it once every 3 or 4 days. They stated that the jolt/shock/pinch does not hurt them. The patient does not recall anything making contact with that area prior to the event. A couple of days ago, the patient's doctor increased the patient's stimulation from 2.7 to 3.5, but when they got home, the patient was complaining about their jaw feeling funny, so they decreased the stimulation back down to 3.3 and they said the patient seemed okay so far. Prior to this event, the patient had an MRI on the implant date after the dbs system was implanted. To their knowledge, the dbs system was in MRI mode for the duration of the MRI. They also mentioned that the patient had an x-ray and EKG since implant date, and said they turned the ins off for both of those imaging tests. The patient will be getting another MRI next month (in (B)(6)) when the patient gets the right side of the dbs system implanted. The patient only has the left side of the dbs system implanted currently. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. The event date is an estimated date (year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.